Event description:
In 2001 the end-user had changed the infusion set. Next morning enduser woke up and end user's blood sugar level was 32.0. End user had boulssed some extra insulin (16 units). After this end user's blood sugar level was 34.0. End user bolussed some more insulin and end user's blood sugar level became 37.0. End user contacted end user's hospital by phone. They gave end user the advise to take end user's spare pump (what end user did). End user bolussed some extra insulin with end user's insulin pen (in end user's arm) by 7:00 pm enduser's blood sugar level was 10.3. On april 9, 2001 maersk medical received the complaint and 1 used infusion set.